Event description:
It was reported that during internal carotid artery ica stenosis case, after unpacking a sl-10, the operator found the inner pouch of the sl-109 was not sealed. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿ updated due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the pouch was returned inside the opened product carton. There was some minor damage noted to the product carton. The inner pouch was noted to be opened fully along the top (chevron) seal and the right-hand side seal. The pouch appears to have been opened from the natural opening position and was stapled together for the return process. The device does not appear to have been used. Evidence of the pouch seal was confirmed to be present on all four sides. Functional inspection was unable to perform due to the condition of the returned device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported unsealed pouch complaint could not be confirmed based on analysis as the pouch was fully opened prior to return. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the product pouch seal was partially opened when removed from the product carton. The device was returned for analysis, and it was noted that the pouch had been fully opened and stapled together prior to return. The pouch appears to have been opened from the natural opening position. There is evidence that the seal had been applied on both opened sides. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported 'pouch seal (sterile barrier) is partially opened/unsealed'. An assignable cause of shipping damage will be reported to the as reported/as analyzed 'package damaged'. The issue appears to be due to handling of the product or portion of the product without direct patient contact during shipping/transportation.

Event description:
It was reported that during internal carotid artery ica stenosis case, after unpacking a sl-10, the operator found the inner pouch of the sl-109 was not sealed. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.